Manufacturer narrative:
Analysis: to date, this product has not been returned for analysis. Return of the device is anticipated. Without product return, analysis is limited to review of the device history record, which shows that this product met manufacturing specifications when released for distribution. Conclusion: the exact cause of the event cannot be determined at this time as the product has not been returned for analysis. Return of the device is anticipated. New details obtained during the investigation of this event will be provided to FDA. No adverse patient effects have been reported.

Event description:
Medtronic received information that this oxygenator exhibited a fluid leak at the gas outlet port. This observation was made after 1 hour into the case. The information indicates the device was changed out with no reported complication. A membrane leak was suspected.